Event description:
I bought feminine napkins, incontinence feminine napkins at local (B)(6) store. There is a burning chemical irritant smell that when applied to female genital area it burns, lingers even after taking it off and makes you sick. It also has an odor to it. When liquids or urine are added to it, it has a really bad, sickening smell to it unlike human smell. It compounds or doubles if not tripled the smell. The chemicals seems to make my legs hurt too. The chemicals are getting inside or are absorbed into my body. How was it taken or used? Vaginal. Therapy duration: 1 hour. Why was the person using the product? Bladder control protection.